Event description:
It was reported that the user experienced elevated blood glucose after a supply change while using the ilet bionic pancreas and performed another supply change approximately one hour before contacting support; blood glucose was 263 mg/dl at the time of the call and later returned to range. Symptoms included hyperglycemia with a reported blood glucose peak of 312 mg/dl with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included troubleshooting and education with the elevated glucose level returning back into range after the reported supply change. Investigation of this case revealed no device alerts or alarms and no specific device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.